Manufacturer narrative:
Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. Device labeling addresses the reported event(s) as follows: warnings in the event that the content of a syringe shows signs of separation and/or appears cloudy, do not use the syringe. Storage conditions store between 2°c and 25°c.

Event description:
Healthcare professional reported patient was injected to the lip with juvéderm® volift¿ with lidocaine. Prior to treatment the injector "checked the syringe and the filler looked clear, no cloudiness/separation/particles." However when the injector was discarding the syringe they "noticed that at the very end of the syringe (near the hub) there was a small area of the plastic that looked cloudy on one side" further noting it "looked like very fine condensation." Injector "wiped the outside of the syringe and rinsed the inside of the syringe whilst moving the plunger up and down but the area didn't change." The injector notes it "looks like condensation inside the actual plastic." Injector is "now worried this could have caused harm to [their] client" and has asked the client to contact them with any issues.